Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/ perforation (uterus)/ iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/ essure device embedded in the myometrium') in a 33-year-old female patient who had essure (batch no. Xgay2556 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. (B)(6) 2018-surgical path report vaginal hysterectomy with bilateral salpingectomy: -ectocervix with no significant pathologic abnormalities. -endocervix with no significant pathologic abnormalities. -essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). -myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. -focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. -left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. -right fallopian tube with no significant pathologic abnormalities. -negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin and morphine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate;paracetamol (acetaminophen and codeine), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown and the uterine haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) 2018: impression. 1. Abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall. 2. No acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: pfs received: seriousness criteria for the abnormal uterine bleeding updated to non-serious, outcome for the events pelvic pain, abdominal pain and crampings (dysmenorrhea) updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/ perforation (uterus)/ iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/ essure device embedded in the myometrium') in a 33-year-old female patient who had essure (batch no. Xgay2556 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. (B)(6) 2018-surgical path report vaginal hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic abnormalities. Endocervix with no significant pathologic abnormalities. Essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). Myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. Focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. Left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. Right fallopian tube with no significant pathologic abnormalities. Negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin and morphine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate;paracetamol (acetaminophen and codeine), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown and the uterine haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment for pain , bleeding (B)(6) 2018: tubal ligation. Date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) 2018: impression 1. Abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall. 2. No acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : outcome for the event pain, bleeding updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/ perforation (uterus)/ iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/ essure device embedded in the myometrium, essure device in her uterus and its poking her') in a 33-year-old female patient who had essure (batch no. Xgay2556-invalid, 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, knee sprain, vaginitis, right lower quadrant pain, tonsillectomy, appendectomy, adenomyosis uteri and paratubal cyst. (B)(6) 2018-surgical path report vaginal hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic abnormalities. Endocervix with no significant pathologic abnormalities. Essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). Myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. Focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. Left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. Right fallopian tube with no significant pathologic abnormalities. Negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Family history included diabetes, blood pressure high, cancer and heart disease, unspecified. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin and morphine. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate;paracetamol (acetaminophen and codeine), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), paracetamol, tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, uterine haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment for pain , bleeding (B)(6) 2018: tubal ligation. Discrepancy noted: date(s) of insertion: (B)(6) 2012. Insertion details as per mr-3coils at left tube. Other finding during hysteroscopy are noted here right tube bilateral unable to perform (as written). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left. Myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) 2018: impression. 1. Abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall 2. No acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and uterine perforation lot # xgay2556 is invalid. Lot number: 927077 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/perforation (uterus)/iud migration/iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/uterine perforation by intrauterine contraceptive device\essure device embedded in the myometrium') and uterine haemorrhage ('abnormal uterine bleeding') in a 33-year-old female patient who had essure (batch no. Xgay2556 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. (B)(6) 2018-surgical path report. Vaginal hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic abnormalities. Endocervix with no significant pathologic abnormalities. Essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). Myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. Focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. Left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. Right fallopian tube with no significant pathologic abnormalities. Negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin and morphine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate;paracetamol (acetaminophen and codeine), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) 2018: impression. 1. Abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall. 2. No acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident. No valid lot number was received in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/ perforation (uterus)/ iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/ essure device embedded in the myometrium, essure device in her uterus and its poking her') in a 33-year-old female patient who had essure (batch no. Xgay2556 not valid, 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, knee sprain, vaginitis, right lower quadrant pain, tonsillectomy, appendectomy, adenomyosis uteri and paratubal cyst. (B)(6) 2018-surgical path report vaginal hysterectomy with bilateral salpingectomy: -ectocervix with no significant pathologic abnormalities. -endocervix with no significant pathologic abnormalities. -essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). -myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. -focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. -left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. -right fallopian tube with no significant pathologic abnormalities. -negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Family history included diabetes, blood pressure high, cancer and heart disease, unspecified. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin and morphine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate;paracetamol (acetaminophen and codeine), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), paracetamol, tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, uterine haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment for pain , bleeding (B)(6) 2018: tubal ligation discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 insertion details as per mr-3coils at left tube other finding during hysteroscopy are noted here right tube bilateral unable to perform (as written). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) -2018: impression 1. Abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall 2. No acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and uterine perforation most recent follow-up information incorporated above includes: on 17-mar-2021: mr received. Reporter information, patient medical history, lot number added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure (uterus)/perforation (uterus)/iud migration/iud extends beyond the left lateral uterine wall/ iud is protruding from the uterus/uterine perforation by intrauterine contraceptive device\essure device embedded in the myometrium') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure (batch no. Xgay2556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. On (B)(6) 2018- surgical path report vaginal hysterectomy with bilateral salpingectomy: ectocervix with no significant pathologic abnormalities. Endocervix with no significant pathologic abnormalities. Essentially absent endometrium with histologic features consistent with prior ablation (to be correlated clinically). Myometrium with adenomyosis and focal area of old hemorrhage near location of entrapped essure device. Focal area at anterior serosa with adhesions, infarction, and foreign body giant cell reaction suggestive of prior surgical intervention or irritant. Left fallopian tube with benign serous para tubal cyst and no other significant pathologic abnormalities. Right fallopian tube with no significant pathologic abnormalities. Negative for malignancy. Concurrent conditions included endometrial ablation since 2012, right lower quadrant pain, hypotension, ovarian torsion, renal colic, muscle strain, nausea, perineal pain, allergic reaction to analgesics, fibroids, chest pain, tachycardia, adenomyosis, hemorrhage (nos), adhesion, paratubal cyst and infarction nos. Concomitant products included calcium chloride; potassium chloride; sodium lactate (lactated ringers), cefazolin and morphine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (azo), cefixime (flexeril), codeine phosphate; paracetamol (acetaminophen and codeine), codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen, ketorolac tromethamine (toradol), naproxen (naprosyn), tramadol hydrochloride (ultram ER) and surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, anxiety, urinary tract infection, female sexual dysfunction, depression and fatigue outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain, dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2018: possible iud or other metallic device within the endometrial cavity with extension through the left myometrium into the region of the left lateral uterine serosa. Possible perforation outside the uterus; on (B)(6) 2018: impression abnormally positioned iud again demonstrated, which extends beyond the left lateral uterine wall no acute inflammatory process in the abdomen or pelvis. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2018: the iud is protruding from the uterus and may have a clot around it. Concerning the injuries reported in this case, the following ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), depression, mental anguish, perforation (uterus), dysmenorrhea (cramping), fatigue, abdominal pain, abnormal uterine bleeding were added. Outcome of pelvic pain updated to pelvic pain. New reporter, patient information, medical history, lab data, treatment and concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.